Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 600 mg/dl. The customer stated that he had given himself a bolus in the morning and received 3 motor error alarms. He stated that he changed his infusion sets in the morning and had a problem getting the motor to pump insulin to the end to make sure it was full. He later checked his blood glucose reading, and it was high, so he bolused 30 units. He became hungry, ate, and found his blood glucose reading at 400 mg/dl. He did a bolus and received the motor error alarm, at which time the blood glucose reading was 600 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.